Event description:
It was reported that the patient was having pain when stimulation was turned on. The patient had medication changed.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.